Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that following the implant procedure they experienced a sense of chest tightness. The patient was subsequently hospitalized due to kidney disease and it was noted that their heart rate was 40 beats per minute. The physician indicated that the implantable pulse generator (ipg) was not working properly due to the patient's intermittent conduction problem. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.